Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to threshold measurement anomaly. Upon removing the lead, the root of the lead helix was bent. A new lead was then implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to threshold measurement anomaly. Upon removing the lead, the root of the lead helix was bent. A new lead was then implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the high-capture-threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. The electrode-end damage allegation upon removing the lead, the root of the lead helix was bent was not confirmed. Visual inspection revealed no abnormalities. The lead tip appears intact and undamaged.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to threshold measurement anomaly. Upon removing the lead, the root of the lead helix was bent. A new lead was then implanted. No adverse patient effects were reported.